Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the hand piece seized. A second hand piece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00703. The same patient is represented in each medwatch.